Event description:
Customer's family member found customer around 6:30 - 7:00pm passed out. Family member gave customer a glucose pill and checked their blood glucose. The result was 40mg/dl. Family member gave customer antoher pill and retested and received results of 204 and 500 mg/dl. Customer passed out again. Paramedics were called and they received a result of 40mg/dl. Customer unsure what treatment if any was received. A request was made for the return of the suspect device and replacement product was sent.